Event description:
Pt called lfs alleging that the meer would power off during use. No symptoms were reported at the time of concern. Pt ate and took insulin even though they was unable to obtain a blood glucose result. It is unknown how long the meter had been having the power issue. Pt felt like their glucose was too low after taking insulin at some point in time. Pt reported that their meter would not power on a tthe time of concerna dn they was feeling light headed. No blood glucose readings were provided. No medical care was sought from a healthcare professional. The meter is being reported due to the malfunction. There was no evidence of a serious injury. Pt's medication regimen is unknown. They reported feeling light headed after taking insulin, however, no self-treatment was administered. The customer service rep walked pt through inserting a test strip with the contact bars end first and facing up, and pressing the on/off button. The meter did power on, though it did shut off before the time was up. The meter was replaced.